Manufacturer narrative:
(B)(4). No samples were received. No pictures were provided. We have no remaining inventory of the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The cause of the event cannot be determined.

Event description:
The customer reported the tubes did not fill completely and this occurred with multiple tubes. The customer advised when a winged needle set was used, and the coagulation tube was the only draw, a discard tube was drawn to remove the air from the tubing line. The customer reported they also collected tubes from lot: b2303353 alongside the reported (lot: b220634t); and the tubes from lot: b2303353 filled correctly.